Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for power error. The customer¿s blood glucose was unknown. Customer stated that she had difficulties with her insulin pump. Customer reported that she had to change the battery 3-4 times per day, she bought some new batteries also removed and put the battery back into the pump and it would show full battery but now there is an error to rewind the rewind. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.